Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing additive was/was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion:the root cause / potential root cause for the missing additive was determined to be that a complete tray of 300 gelled tubes must have been inserted into the tube assembly process, after the additive dispense stage, in error.

Event description:
It was reported that the there was no silica coating on some bd vacutainer® brand sst ii advance tubes. No serious injury or medical intervention reported.